Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure severe aortic regurgitation was noted while positioning the 26mm sapien valve. The valve was deployed under rapid ventricular pacing (rvp). Immediately following valve deployment, the patient went into ventricular fibrillation (vf). The patient was defibrillated and was asystolic. Chest compressions were started, inotropic meds were administered, and preparations were made to go on cardiopulmonary bypass (cpb). The cpb cannulas were inserted. Chest compressions were halted to reassess the patient¿s underlying rhythm and evaluate cardiac function with tee. The patient¿s lv function normalized and the patient was in normal sinus rhythm. The patient did not need to be placed on cpb. The thoracotomy was closed and the tavr procedure was completed without further incident. Following the event, the patient was noted to be in stable condition. Per the implanting physician an extended period of aortic regurgitation during valve positioning and a long rvp run may have stunned the lv and caused the ventricular fibrillation.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, tamponade, wire and catheter manipulation and burst pacing. During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. In this case, per the implanting physician, it was determined that an extended period of aortic regurgitation during valve positioning and a long rvp run may have stunned the lv and caused the ventricular fibrillation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.